Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Evaluation also revealed that the force sensor resistance reading was out of calibration. The pump was primed successfully and exercised with no loss of prime alarms duplicated.

Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.